Event description:
It was reported that during a laparo left colon resection procedure, the operator tried the device with the gen300 and it worked. At the very beginning of the case, the operator found that the teflon detached from the inner arm. The case was completed by using new shears. No adverse pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.